Event description:
The customer reported that the ventilator alarmed with blower stalled error. The customer reported there was no patient involvement.

Manufacturer narrative:
Follow-up root cause: failure analysis on the returned blower assembly shows that the blower assembly was tested and no failures were identified.